Event description:
The customer reported their coulter hmx hematology analyzer with autoloader leaked from the blood sampling valve (bsv). The customer observed the leak outside of the instrument and noted a tube from bsv to the rear of the blood detector was disconnected (popped off). The customer reconnected the tube however it popped off again. The fluids associated with this event are blood, diluent and clenz. The customer was wearing personal protective equipment (ppe) consisting of lab coat, eye protection, and gloves at the time of the event. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The customer did not review the msds; however, the facility does have a risk management / exposure control plan is in place. A field service engineer (fse) replaced worn tubing that goes from bsv to rear blood detector, which resolved the issue.

Manufacturer narrative:
The cause of the leak was worn tubing from bsv to rear blood detector. (B)(4).